Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as dry skin. The patient reported the skin was red and itchy and the equipment digs into her skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed ammonium lactate lotion. Follow up indicated the irritation improved. Supplemental report 10/18/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as dry skin. The patient reported the skin was red and itchy and the equipment digs into her skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed ammonium lactate lotion. Follow up indicated the irritation improved.